Event description:
Punch hole piece of plastic was stuck to drape. It was not noticed until surgeon went to place drape on the patient. The drape was completely on the patient and stuck to them with the sticky edges when the surgeon noticed something odd on the edge of the opening of the drape. It was right above the umbilicus, surgeon thought it was hair on the field but when she looked closer, it was not hair. It looks like a hole punch of a piece of plastic.